Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for extraction of their implantable cardioverter defibrillator, right ventricular lead, and right atrial lead. The system was explanted successfully, and the patient was in stable condition following the procedure.